Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+2.0/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting and elevated intraocular pressure (iop). The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
(B)(4). Claim # (B)(4).